Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead had known out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6). It was noted that the right ventricular (rv) lead triggered a lead safety switch (lss) on (B)(6) due to out-of-range pace impedance measurements greater than 3,000 ohms. The patient was scheduled for a device check. It was noted that the patient appeared to be in sinus bradycardia. This pacemaker remains in service. No adverse patient effects were reported.